Event description:
It was reported that during a uterine procedure, it was confirmed that the shaft and the electrode tip were distorted. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received with the electrode bent. The instrument was tested for continuity and was found to be conforming. No conclusion could be drawn as to what caused this issue.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.